Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, multiple false positive episodes due to undersensing were observed. Programming changes were discussed. Patient was stable.